Event description:
A patient reported she needed surgery on her knee because she was having trouble with her knee. The patient stated the trouble began about 4 months ago. The patient noted she was worried the doctor wouldn't do it because the rash was more like "no skin over flesh". The patient stated they did not know if the trouble with her knee was related to the stimulator and stated that it might be because it started after she got the stimulator. The patient also noted she was worried the battery might be leaking inside her. The patient reported no trauma or falls. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.